Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 200 mg/dl. The customer stated the type of fluids/moisture exposure to the device is insulin . Customer stated that the device went blank immediately after exposure to moisture. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.